Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset area with both haptic tips adhered to the anterior optic surface. The optic was pressed against the post and down in the well area of the lens. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/13/2007 and 11/28/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that during intraocular lens implant surgery, the capsular bag broke as the lens was inserted in the patient's eye. The lens was replaced. Additional information, including patient status, has been requested.